Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached/clogged to the clamp channel, but it was not possible to identify the foreign matter. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection and prevention measures are described in the instruction manual gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of foreign body dislodged from the clamp channel and blocked during brush feeding was confirmed. The additional evaluation findings are as follows: insufficient angle, switch 1 was damaged, switch 2 did not work, the protector was damaged, angle play, and the insertion tube had slight dents. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope had foreign body dislodged from the clamp channel and blocked during brush feeding. The issue was found during reprocessing, and the diagnostic procedure (gastroscope) was completed with a similar device without delay. The patient was not under anesthesia. There were no reports of patient harm.